Manufacturer narrative:
The pad-pak was first installed successfully on the (B)(6) 2009 and performed to specification up to the (B)(6) 2014. The device failed a self-test due to a low battery on the (B)(6) 2014 and remained in fault mode until (B)(6) 2014 when an increase in voltage suggests a fresh pad-pak was installed. Multiple manual power ups of many of which contain nonsensical durations were recorded on the (B)(6) 2015. This may indicate the device was switching on automatically and the user was removing the pad-pak or the pad-pak was incorrectly seated in the device. No further log entries were recorded prior to receipt at heartsine. Investigation found the reported fault can be attributed to membrane failure. There were no ten minute time outs however multiple manual power ups were recorded. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.